Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 28 unopened pouches. Analysis and results: there are no previous complaints of this code batch. (B)(4) manufactured and mainly distributed units of this code batch, there are few units in stock. Received 28 closed samples. Tightness test to the samples received has been performed and the units are tight. Sewing test on artificial skin tissue has been conducted with the samples received and fraying/damage does not appear when pulling the thread through the tissue. Visual appearance is the usual one as can be seen on enclosed picture, before and after sewing test. Suture vertical length in thread of closed samples received are 34.2 cm (48.9% length) and 29.8 cm (42.6% length), 29.0 cm (41.4% length), 33.2 cm (47.4% length) and 32.5 cm (46.4% length). These values are in the current range for this thread and size. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: although the results of the samples received fulfill the specifications of OEM, note is taken of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to take actions in distributed product. A credit note for one box of product for the units will be sent. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). According to the user, the monosyn sutur is rough and uneven and the thread cuts through the tissue like a saw. The sutur is difficult to handle and that it stays curled up after unpacking it from the pack.